Manufacturer narrative:
Retainer ring: black. Device received with a frozen screen at medtronic logo on the display. Unable to perform self test, sleep current measurement, active current measurement and displacement test or verify e/a alarm, failed battery test alarm, keypad button anomaly due to frozen screen. Perform visual inspection found moisture damage on pcba1, internal battery connector, vibrator and motor. Perform brush cleaning with the isopropyl alcohol and cleaning up all corrosion on the pcb1 and powered the insulin pump on using the battery simulator normally and unit display still frozen. The original pcba1 was replaced and installed in an original pcba2, case, internal battery and motor. Powered the pump on using the battery simulator and the device display properly and no anomaly noted. In conclusion, the device with frozen screen on the display due to moisture damage on the pcb1. Device had cracked case (battery tube), partial broken retainer. The test p-cap locks properly in place in the reservoir compartment noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump alarmed and asked to rewind after getting exposed to moisture. Customer stated that they did rewind but it alarmed failed battery. Customer stated that they had changed battery twice but insulin pump was stuck on the reservoir and tubing screen. Customer stated that the insulin pump had blank screen and it showed the reservoir and tubing and lock on it after pressing button. Customer reported that the insulin pump had frozen display and keypad anomaly. Customer stated that they did not receive stuck button alarm. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.